Event description:
A terumo bct sales representative reported that during the prime for the procedure, they received an alarm, 'air detected, unload kit.' This was the first use of the machine out of the box during the initial training at the customer site. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to terumo bct filing a sae report with the local authorities.

Manufacturer narrative:
Investigation: per the customer, no bubbles or occlusions were visible on the kit. The run datafile indicates the rlad failed fluid check alarm, not detecting fluid when expected. The machine alarmed as intended. This is a fail-safe alarm. A terumo bct service representative replaced the rlad and changed the air detector on the machine. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The issue occurred during setup and priming, prior to patient connection, so there was no patient involved, and no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: review of the run data logs for this device confirmed that the alarm experienced was return line air detector failed fluid check. This alarm indicates that the return liair detector is seeing air when it expects to see a fluid-filled line during prime. The return line air detector was returned for evaluation. Visual inspection and functional testing revealed no problem with the returned part. An internal report shows that the machine has been in use since the reported incident with no further occurrences of the problem. Root cause: since replacement of the rlad part has resolved the issue it is likely that this part was defective or a contributing factor; however without being able to duplicate the problem in the evaluation, this cannot be confirmed. An internal CAPA has been opened to address intermittent failures with return line air detectors.